Event description:
Dealer has not seen chair or charger yet. No troubleshooting. Dealer stated the user alleged the charger sparked when plugged into wall. 1-12 months of use. No additional information.